Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) all conductors distorted. In addition, the returned introducer and stylet were both bent in a similar fashion as was the lead.

Event description:
It was reported during the implant procedure that the wire could not be put into the lead. The lead was not implanted and the introducer and stylet were not utilized further. No patient complications have been reported as a result of this event.